Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation of the customer provided photographs were evaluated by a subject matter expert (sme). The pictures show the anterior segment of a pseudophakic eye claiming to be implanted with a tecnis eyhance smartload gib00. Two vacuole like marks can be observed on the periphery of the lens. The potential root cause of the reported observation cannot be determined from a photo assessment. Manufacturing site smes were contacted regarding the received photos and due to the image quality the potential root cause and clinical impact cannot be determined. The complaint of haptic damaged was not confirmed. Equally, the complaint of foreign material was not confirmed, however, an inclusion was observed during the evaluation and is similar to the complaint report of foreign material. It could not be confirmed to be related to the manufacturing or design process, therefore, there is no indication of a product deficiency or product malfunction.. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). Device evaluated by MFR: - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion they noticed two sparkles in the eye and the left haptic seemed broken. The lens remains implanted. Through follow up we learnt that the patient is fine and the lens was not explanted. No additional information was received.